Manufacturer narrative:
Evaluation from oracle showed seat frame tubing cracked/broken on both sides. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states, the frame is cracked on both the left and right side of the seat frame.